Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The customer administered a manual injection to address elevated bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery and occlusion issues could not be verified; verified; however, a different issue was identified (damage pins).